Event description:
This event was previously reported in manufacturer report number 3004209178-2012-06563, not 3004209178-2012-06541 as previously reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. (B)(4).

Event description:
It was reported that charging issues occurred due to the battery pocket being too deep. There were no abnormal impedance measurements. A pocket revision occurred on (B)(6) 2012. The patient did not require hospitalization and incurred non-serious injury. The patient was reprogrammed the same day and received good coverage with optimal charging. Additional review of this event determined it had also been reported under manufacturer report # 3004209178-2012-6541. Any additional information received regarding this event will be reported under this manufacturer report number.